Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that during lead implant the physician went very close to the lung and made a hole that managed to hit a vein. The patient then could not breathe properly. No further information available. To date, the lead remains in service. No further information available. No additional adverse patient effects were reported.